Event description:
It was reported that the right ventricular lead exhibited noise and an impedance anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a partial lead was returned. An insulation abrasion was noted at 47.8 cm to 47.9 cm from the distal tip which exposed the outer coil. This damage likely contributed to the reported impedance and noise anomalies. The abrasion was consistent with constant friction with another implantable device.